Event description:
It was reported the pt developed an infection on the top of her head. The pt symptoms included swelling and pus at the lead location. The infection developed after a revision of the lead. The pt was seen by the health care professional (hcp) about two months ago. The pt was redirected to contact the hcp. The pt resides at a nursing and rehabilitation center. The pt contacted the hcp. The MFR rep contacted the pt's surgeon. The pt was seen by the hcp. The pt status is unk. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 6000032200804732.